Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a constant blank flashing white light on the display and constantly beeping due to vertical cracked lcd controller. The insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube.

Event description:
It was reported that back of the insulin pump was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.